Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc). This occurred during the dwell cycle, while the hp was connected. The hp stated that the supply bags appeared to have air in them. The hp was able to clear the alarm and complete the therapy using manual supplies. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h13h03010. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample has been received for evaluation. A visual inspection was performed and found a cut in the sheeting. A leak test was performed and there was a leak at the cut in the sheeting. A clear-passage test and a clamp test were performed with no issues noted. The set was connected to lab tubing/bags and ran on a homechoice machine. The sample was confirmed for the reported problem. If additional relevant information is received, a follow-up report will be submitted.